Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test test of the returned device were performed. Visual inspection revealed damage in the surface of the pebax. Further inspection under microscopic imaging revealed some holes in the pebax, with no foreign material inside. A force test was performed and the device was recognized; however, errors 105 and 106 displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive (polyurethane - pu) on the wires. A manufacturing record evaluation was performed for the finished device number lot 31652344l and no internal actions related to the complaint were found during the review. The reddish material inside the pebax observed during the analysis is unrelated to the issue reported by the customer. The potential cause of the pebax damage could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. The force issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being performed to address process opportunities related to adhesive issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a thermocool smarttouch sf and post procedure the bwi product analysis lab identified holes in the pebax. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient.